Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was unable to duplicate the customer¿s complaint of ¿screen blacked out¿. However, the work order from the end user submitted to the facility's biomed indicated that the unit would not display ECG or pressure waveforms. In reviewing the fault logs, several autofill failures were detected (logs provided). The fse conducted a visual inspection of system and noticed that the fill tubing was disconnected from the safety disk. The fsr re-connected the fill tubing and the device functioned correctly with system trainer and known iabp catheter. Functional testing and safety checks were performed to factory specifications. The iabp unit passed all functional and safety checks and was cleared for clinical use.

Event description:
It was reported that the screen of the cs300 intra-aortic balloon pump (iabp) blacked out. It was later reported to the getinge field service engineer (fse) that the iabp would not display ECG or pressure waveforms. It is unknown under which circumstance this event occurred or whether there was patient involvement. However, no adverse event was reported.

Event description:
80it was reported that the screen of the cs300 intra-aortic balloon pump (iabp) blacked out. It was later reported to the getinge field service engineer (fse) that the iabp would not display ECG or pressure waveforms. It is unknown under which circumstance this event occurred. However, there was no patient involvement and no adverse event was reported.